Event description:
Following the aneurysm rupture, heparin was reverted and pericardiocentesis was carried out. 300 cc's of blood was obtained by hemodynamic instability and advanced resuscitation was initiated. Thrombosis of the descending artery was reported to have been observed. It was reported that the thrombis was not related to the integrity stents. Tirofiban infusion was initiated and continued for 90 minutes without success.

Event description:
The physician successfully implanted a 3.5 x 18 mm integrity rapid exchange (rx) coronary stent to treat a stenotic area in the anterior descending artery. The target lesion had been pre-dilated. Following this, the physician implanted a 4.0 x 26 mm integrity rx coronary stent over the aneurysmal area. Subsequent angiographic images showed an aneurysm rupture. Although required actions were performed, the patient died. The physician reported that the 4.0 x 26 mm integrity rx stent possibly became deformed and caused the aneurysm rupture.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (death), patient's condition affected effectiveness of device (existing severe arterial coronary disease and aneurysm). Evaluation, conclusions: device failure/lack of effectiveness related to patient condition (existing severe arterial coronary disease and aneurysm). (B)(4).